Event description:
It is reported that the device was revised for an unk reason. Implant and revision dates are unk.

Manufacturer narrative:
Evaluation summary: this complaint was filed by a zimmer employee, who upon discussion with his wife, became aware that a zimmer knee revision was performed in late 2008. Furthermore, it became known that a tibia plate provisional broke during the procedure. No part numbers, lot numbers, part descriptions, x-rays , or any other additional info could be obtained during the conversation. The office location where the revision was performed has been contacted, however, additional info is yet to be obtained. Based on the lack of info available, the probable cause of the revision and breaking of the tibia plate provisional cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.